Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's power management board was replaced to address the issues. The power management board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failure was due a short on the q14 transistor causing the battery chip to malfunction.